Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No prime alarm noted. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and compromised force sensor alarm happened during normal use. Customer's blood glucose at time of incident was unknown. Customer reported numbers are ramping or the scroll bar moving up or down with no input from the user. Customer stated frequently no or intermittent response by button press (all button). Customer also stated they had compromised force sensor alarm received and insulin squirt out during manual prime. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.